Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Download data showed first prime ended earlier than expected and the priming sequence did not deliver enough pulses before deactivation to deploy the needle mechanism. A rotational sensor malfunction was observed in the data. Rerun of the device replicated the rotational sensor malfunction. Inspection of the commutator cap found it to be contaminated. The contamination on the commutator cap is confirmed as the cause of the needle mechanism failure.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.